Manufacturer narrative:
(B)(4). Additional information: the cause was determined to be a machine found in the manufacturing process. Updates were made to the machine in order to address this issue.

Event description:
It was reported that an eva bag leaked total parenteral nutrition solution. The liquid was observed to leak from the bottom of the bag "in the site of the connectors." This malfunction was reported to have been observed prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. The sample was visually inspected and was leak tested. A leak at the port tube seal was identified. The cause of the reported malfunction was a manufacturing issue. Appropriate corrective actions have been taken to remediate the reported issue.